Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. Covidien ref: (B)(4).

Event description:
Covidien received information stating that an 840 ventilator experienced device alerts rendering the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.